Event description:
Related manufacturer report number: 2017865-2022-09120. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited noise. This noise was oversensed and resulted in inhibited pacing on both leads. Inappropriate mode switches were noted on the atrial lead. Both leads were successfully reprogrammed. The patient was stable and asymptomatic.